Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. No damages or deficiencies were observed with the exposed soft cannula that would contribute to a cannula dislodge. The cause of the reported cannula dislodge event could not be determined. During fluid path testing, the fluid had no issues traveling the complete fluid path and no leaks were found. No problem was found regarding the reported leaking during wear event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone14.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the cannula came out from the (abdomen) causing the cannula to dislodge. It was also reported that the pod was leaking insulin.